Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep) on 2017-03-28. The rep reported that the battery could be felt moving a lot under the skin and was crooked or tipped. The rep reported that the patient caught it on her pants and undergarments on it and it was uncomfortable when sitting/laying on it. The rep reported that there were no events that led to this issue. The rep reported that the patient was attempting to consult the surgeon but was having an issue getting back in with the surgeon due to insurance issues. The rep reported that the patient was unsure of timing of onset. No further complications an ticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) indicated for failed back surgery syndrome and non-malignant pain. It was reported that the patient experienced internal irritation from the battery moving in the pocket. The patient could feel it moving against the inside of the skin and the patient thought it moved more than it should and can easily tip the battery. The patient could feel the battery flip on its side, especially when seated on the toilet. The mobility made it difficult to charge and could get 8 bars when standing but would decrease or lose connection when sitting. There were no falls or other non-compliance reported and no troubleshooting or actions were taken. The patient was told that the area needed time to heal and the issue was not resolved at the time of the report. Relevant medical history included a gastric bypass, diabetes, and cholecystectomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.